Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Complaint description: litigation alleges the patient suffers from elevated levels of cobalt and chromium and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. Update ppf alleges loosening of cup, loosening of stem and metal wear/metallosis. Doi: (B)(6) 2008 - dor: (B)(6) 2014, (left hip).